Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that prior to a coronary angioplasty treatment procedure in an unk vessel, the liberte' monorail stent came off of the delivery device during removal from the packaging. The stent was not used on the pt. No pt injuries or complications were reported. The pt status is in unk. The procedure was successfully completed with another of the same device.